Event description:
It was reported that the right ventricular lead exhibited noise and a rise in capture threshold. Upon reprogramming, the patient also experienced muscle stimulation. The lead was capped and replaced.

Manufacturer narrative:
.